Event description:
It was reported that the camera head had no image issue. The issue was found during preparation for use before a diagnostic cystoscopy procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed, the unit had intermittent flickering image due to a king on its cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation's results, the malfunction was likely caused by the following: cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had no image issue. The issue was found during preparation for use before a diagnostic cystoscopy procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.